Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has referred them to an orthodontist due to a bite issue - biting on anterior teeth only, teeth not in occlusion seen at their recent dental visit. Patient's bite was not articulated correctly and the outcome is not possible, refinements needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.